Event description:
It was reported that the device was returned for service. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, noise test, temperature test, and speed test failed along with oil leaking. Connector pins that comes apart- due to needing repair, casing pins are missing, other than that functional. Technician re-installed casing pins. Device repaired.